Event description:
The customer reported that back in 2003, they were on a road trip. They had stopped for breakfast and used the device to check their blood glucose. The obtained a result of 150 mg/dl and decided to get something to go since the reading seemed normal. Ten minutes later patient passed out and drove into a ditch. Emergency medical technicians came and checked patient glucose and the reading was 11 mg/dl. Patient was treated with two glucogon shots and taken to the hospital. They also received an IV drip. Controls were not used on the system. They threw away the products after the incident.